Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience muscle stimulation as the lead was found out to be dislodged. The device was programmed to right ventricular (rv) only. Boston scientific technical services (ts) suggested programming options. The lead remains in service. No adverse patient effects reported.